Manufacturer narrative:
Additional information was received that the pain was between the shoulders where the incision was located. The patient underwent an explant procedure. No device malfunction was suspected. During the explant procedure, the lead broke as the physician pulled it too hard. All 16 lead contacts remained in the patient¿s epidural space. The neurosurgeon advised to leave the contacts in the epidural space and track the patient for several months to make sure that the contacts does not move or migrate. No further course of action will be taken unless the contacts will migrate. The explanted devices were not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed pain in the thoracic area after the device was implanted. The patient had thoracic pain regardless of whether the device was turned on or off. It was also reported that the ipg would not fully charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient developed pain in the thoracic area after the device was implanted. The patient had thoracic pain regardless of whether the device was turned on or off. It was also reported that the ipg would not fully charge. The patient will undergo an explant procedure.